Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, both ECG signals were distorted. Upon evaluation, the v2 regulator on the pca board inside ECG electrode d was defective. The cause of the non-functional ECG electrodes is the defective v2 regulator. The root cause of the defective regulator cannot be positively identified. No adverse event resulted from the defective regulator.

Event description:
A zoll distributor returned an electrode belt indicating that the ECG electrodes were non-functional.